Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead heard beep tones from their implantable device, and a shock impedance measurement of greater than 125 ohms was observed. Technical services (ts) was consulted and confirmed all rv measurements are quite stable. The shock impedance trend has been stable around 100 ohms with a few measurements jumping to around 120 ohms. No shocks or therapies have been delivered recently. No noise episodes have been observed. Ts recommended continued monitoring on a normal follow-up interval. Ts also mentioned that programming adjustments could be made to disable alerts for these normal fluctuations. No adverse patient effects were reported. This rv lead remains in service.